Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a follow-up, no capture and low sensing threshold on the right ventricular (rv) lead was noted. Diagnostic imaging confirmed a perforation caused by the rv lead. No additional intervention was needed to address the perforation. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. As received, visual inspection revealed the helix was bent/damaged consistent with procedural damage. The helix mechanism test was unable to be performed due to the received condition of the helix. A tip stiffness test was performed, and the results were within specification. The reported event of no capture and low sensing threshold were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not reveal any anomalies with the exception of damages that are consistent with procedural damage.